Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was unknown. Customer declined troubleshooting due to no delivery alarms were recurring. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. The insulin pump had had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.